Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24feb2020.

Event description:
It was reported that when the unit was powered on, it did not boot up, and the screen was blank and alarming. There was no patient involvement. The customer troubleshot with technical support. The customer replaced the power management board to address the reported issue and the unit returned to service.